Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in a mildly calcified right coronary artery. During the procedure, a 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment, however; it was noticed that the stent was dislodged outside the patient. No patient complications were reported and the patient status was stable.